Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, sensing variation and failure to capture due to lead dislodgement were noted on the right atrial lead. No intervention has taken place at this time and the patient was stable with no adverse consequences reported.